Event description:
New information noted that the patient was discharged in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the leads were explanted and replaced. Insulation anomaly was noted on the right ventricular lead and noise was noted on the right atrial lead.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. External insulation abrasion breaching outer insulation was noted at 11.4-12.1 and 22.6-22.8 cm from the connector pin consistent with lead-to-can abrasion. The cause of the reported event was isolated to the lead-to-can abrasion. All other damages were consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device oversensing was noted on the atrial and ventricular leads. The device was reprogrammed. The patient was stable. Related manufacturer reference number: 2017865-2019-17568.